Manufacturer narrative:
Pump received with cracked battery tube thread, broken belt clip slot, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked case near display window corners, cracked on display window, stained address/serial number label and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
The customer reported via phone call that the top part of the insulin pump where the reservoir goes in had crack and was falling off. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.